Event description:
The surgeon indicated that the neck of the hip positioner instrument was cracked and needed to be replaced.

Event description:
Caller reported mobile system blood glucose results of 354 mg/dl and 103 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).